Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Fa lab report: visually inspected part. Installed in known good unit p/n 16532-00 s/n (B)(4). Events log recorded multiple xdcr faults. Turbine diff transducer test failed. Root-cause: transducer faults for p/n: 52850 and above are known issues that have been corrected by an internal investigation. The suspect component has been scrapped.

Event description:
The customer reported ventilator inoperable (vent inop) error and believe it is due to the main board of the unit. The customer reported that it occurred during testing so there is no patient involvement.